Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - after opening 351-04-106 (6 minus baseplate) and cementing it in the tibia the surgeon tried to put in the insert (6-10 insert) and it would not fit; attempted two more inserts and it did not work. The surgeon measured the baseplate and it was a size 4 baseplate in a size 6 minus box. The surgeon removed the cemented in empower baseplate and femur and used foundation revision components to finish the surgery.